Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0x20x4.2x135mm peripheral cutting balloon catheter. No patient complications were reported and the patient's status was good.